Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle dislodged from the device, and was not retrieved. A CT scan was performed to locate the needle. Needle was seen on CT scan but could not be retrieved. Patient was closed up with needle left inside. Current patient status is alive, no injury.